Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the patient underwent an open reduction and internal fixation surgery of proximal femur due to femur fracture. The plan was to implant a trochanteric fixation nail-advanced (tfna). When it came time to implant the nail, the nurse left the room to get a trochanteric fixation and a nail. Upon her return she had a tfn instead of a tfna and the nail was implanted. A new type of helical blade was implanted along with a tfn. The procedure was successfully completed. There was no surgical delay. The patient is stable and doing fine. This complaint involves two (2) device. This complaint is for (1) tfna fenestrated helical blade 110mm. This report is 2 of 2 for (B)(4).